Manufacturer narrative:
On (B)(6) 2016, an fse conducted on-site follow-up with the customer. The fse cleaned and lubricated the large syringe lead screw. This returned the instrument to normal operation. The instrument was working as intended, and hence no further actions were required by field service. The most probable cause of the reported event was due to a dirty large syringe lead screw. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017, a customer reported error 706 large syringe with their g8 analyzer. The customer was unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.